Event description:
The tip section of the hypotube separated and became lodged inside the calcified section of the pt's vessel and will be removed during the surgical procedure. The physician decided that considering the pt's condition, three vessel disease, the physician inserted the hypotube into the pt's highly calcified lesion. The physician had to use excessive force to advance the hypotube forward. The physician attempted to pass through the lesion and the hypotube separated and the tip section became lodged in the vessel and the physician was unable to remove the detached section. The physician assumes that due to the excessive force used on the hypotube the device separated. The separated section is still inside the pt and since the pt is scheduled for bypass surgery the separated section will be removed at that time.